Event description:
It was reported that noise leading to oversensing and episodes of inappropriate mode switch were observed on the device and right atrial (ra) lead. Noise was also observed on the right ventricular (rv) lead. Lead damage was suspected but not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored.